Event description:
The customer contact reported a separation of the tubing set. The tubing set was being used to administer adriamycin and vincristine. After an unspecified length of time, it was noted that the tubing set was "separated in two parts, one part from the other, at the y-site." The tubing set was replaced and the infusion was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for testing and investigation. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.